Event description:
Customer reported an issue where the pump's battery was draining quickly and alarms were sounding more frequently than expected. There was no reported impact to the customer's blood glucose level. He declined further troubleshooting, and the technical support team was unable to verify certain details or calculate the battery depletion percentage, ultimately choosing to close the case without further actions.